Manufacturer narrative:
Dental implant needed to be removed due to fracture of screw. Fragment of the broken screw could not be retrieved from implant therefore implant was explanted. Dentist should have used re-set to remove the fragmented screw from the implant. Explantation not should have not been necessary.

Event description:
Dental implant needed to be removed due to fracture of screw. Fragment of the broken screw could not be retrieved from implant therefore implant was explanted.